Event description:
It was report that the technician was in the middle of an exam when the c-arm rotated towards her, she tried to stop it and get out of the way but it brushed her shoulder. She wasn't injured in any way, there was no medical intervention. It was determined that there was loose and sticking rotation switch. Once this was replaced the unit is working as intended.